Manufacturer narrative:
H.6. Investigation summary: bd did receive 2 photographs from the customer in support of this complaint. An evaluation of the attached photographs shows a tube with plastic spike inside the tube. Additionally, 100 retained samples from the bd inventory were visually inspected and no defects were found. Bd was able to confirm the customer¿s indicated failure mode with the photographs attached. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use with an unspecified amount of bd vacutainer® k2e 5.4mg plus blood collection tubes "plastic" foreign matter was discovered in tubes and instrument probe was unable to analyze the sample. It was reported that there was no patient impact. The following information was provided by the initial reporter: instrument probe hit this plastic material and no analyze of the sample could be done. Happened several times. After use.